Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device causing damage to another appears to be a result of user technique/procedural circumstances, as the second clip contacted the first clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system referenced is being filed under separate medwatch reports.

Event description:
This report is submitted because the second clip (B)(4) interacted with the first implanted clip, resulting in the first clip detaching from one mitral valve leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Echocardiographic visualization was difficult. The first clip (B)(4) was deployed in the medial commissure of the mitral valve and the mr remained at 4. The second clip delivery system (B)(4) was advanced to the mitral valve and was positioned lateral to the first clip. However, while the grippers on the second clip were raised, the grippers interacted with the polyester fabric covering of the first clip and the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A posterior chordal rupture occurred. The second clip was deployed lateral to the first clip. With the two clips implanted, there was limited reduction in mr, grade 3-4, with some pulmonary vein flow and effective regurgitant orifice area improvement. There was no clinically significant delay in the procedure. The patient is clinically stable. No additional treatment is planned for the patient. No additional information was provided.